Event description:
The manufacturer received information alleging the patient passed away. There was no allegation of device malfunction. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.